Manufacturer narrative:
Upon receipt, the device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's daughter her mother suddenly passed away and returned the device for evaluation. There is no known allegation from a health care professional that suggests the death was device related. No additional information was available at this time.